Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, and replaced broken tip clamp. The instrument tested without further problem, and was returned to expected operation.